Event description:
Related manufacturing ref: 9680001-2018-00156. During an atrial fibrillation procedure, an effusion occurred. Transseptal puncture was performed under transesophageal echo (tee) guidance without incident. After completing the anterior portion of a wide circumferential lesion set around the left and right sided pvs with frequent movement during ablation, the patient became hypotensive. A tee probe was reinserted and an effusion was noted around the posterior portion of the heart. Protamine was administered and a pericardiocentesis was performed which stabilized the patient. Heparin was then administered and the procedure was completed. The patient was in afib during the procedure and required cardioversion to sinus rhythm. Upon leaving the lab the patient was stable. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.